Manufacturer narrative:
The device was sent back for examination but lost by the fed-ex facility. A claim has been opened in regards to the missing unit. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results when received.

Event description:
It was reported that, during use in a patient, the tip of the fogarty catheter with the balloon broke off. The catheter had been tested prior to use without any problem. The broken tip was able to retrieved by using another embolectomy catheter. There was no allegation of patient injury. The catheter is available for evaluation.